Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient died approximately two months after the implant of their cardiac resynchronization therapy pacemaker (crt-p) system. It was noted the death was from "shock." No further information was available. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.